Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The field service engineer changed the measuring cell, performed a high voltage check, blank cell, and ran performance testing. The calibration and qc were acceptable, therefore a general reagent problem could be excluded.

Event description:
There was an allegation of questionable estradiol g3 elecsys results for one patient from the cobas e411 disk analyzer. Sample 1 initial result was 3000 pg/ml with a data flag. The repeat result from an architect analyzer was 44 pg/ml and was believed to be correct. A second sample was drawn from the patient and the result was 250.9 pg/ml. The repeat result from an architect analyzer was 32 pg/ml and was believed to be correct. The sample was repeated on the cobas e411 and the result was 38.59 pg/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 50390103 with an expiration date of 31-oct-2021.